Manufacturer narrative:
(B)(4). Customer reports loss of communication between pump and transmitter and led anomaly. Received and placed unit under microscope and found physical damage to cow catcher/connector pins. Unable to perform functional tests or verify led anomaly due to physical damage.

Event description:
Information received by medtronic indicated that the customer reported loss of communication between insulin pump with transmitter. Customer received cannot find sensor signal alarm. The device was returned for analysis.